Event description:
It was reported that the patients left lead had fractured. It was noted that there were no viable contacts left on the left lead. Additional information was received that the patient was not getting an adequate pain relief. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted devices were disposed by the medical facility and were not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 5164897.

Event description:
It was reported that the patients left lead had fractured. It was noted that there were no viable contacts left on the left lead.